Event description:
The drain hole on the oh disinfector is too low for the disinfecting fluid to fill high enough to cover the scope cylindrical holder. It is possible the scope is not being completely disinfected as it may not be completely covered with fluid.